Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. Additional information received indicates the physician elected to test system integrity by performing commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements during the tests were 99 ohms and 100 ohms respectively, which is in range. Therefore, the physician planned to continue monitoring the situation.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.